Event description:
It was reported the pt is no longer receiving stimulation due to the liability to establish communication between her scs ipg and external devices. The replacement charger did not resolve the issue. The sjm rep confirmed the ipg is inoperable. The pt is uncertain of the last time the ipg was charged.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.